Manufacturer narrative:
The field service representative determined the problem appears to have been caused by the ultrasonic mixers not mixing properly, due to a dirty bath and misalignment. He decontaminated the incubation bath, adjusted the ultrasonic mixer alignment and checked operations. He also noted the water quality was a concern and requested the user have their water tested for contamination. The user ran controls and a precision sample was performed to verify analyzer operation.

Event description:
User gave a general example for ammonia, where patient samples will initially recover around 200 umol per l and rerun in the normal range of 40-50 umol per l. One specific patient example was provided of an initial result of 59.0 umol per l, and a repeat result of 37.4 umol per l. The user did not know the total number of patient samples involved. Erroneous results were not provided.